Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during fill 4 of 4. The heater bag was empty and the home patient (hp) said that he set up with a new cassette and used the same solution bags. The baxter technical service representative (tsr) explained about not reconnecting solution bags and the tsr assisted to end therapy. They advised them to let the registered nurse (rn) know that the hp reconnected the supply bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 in regards to a check lines and bags alarm and he just ended therapy that day. He said there was nothing wrong with the supplies, it was just the wrong sized solution bags. He did not realize it at first but he had the wrong sized supply bags hooked up to the machine and so it alarmed. He first thought it was an issue with the cassette so he changed it out but not the bags. He was supposed to have 6l bags hooked up but he only had 5l bags hooked up. He would go discuss the alarm with his nurse and about proper procedures for taking down supplies and using new supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause is undetermined. The label review found the labeling adequate for the use error in this complaint.